Event description:
It was reported that it would not fire properly, or clips came out closed and would not open.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without ma gnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. The tube was bent at the tube slots towards the distal end of the device. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the partially loaded clip was manually removed and the trigger cycle was completed. The next clip was protruding from the channel and the following clip was out of position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon full engagement of the trigger, an audible ratchet sound was heard indicating that the internal ratchet ears were intact. The next clip was unable to load properly as it became stuck in the bent rotation tab. The clip was removed but the following clip shot up and also became stuck in the bent rotation tab. Again, the clip in the channel was out of position. The sample was disassembled to inspect the internal components. The channel was found bent in the same way and location as the outer tube. The tip of the jaw spring was bent. The channel pivot holes were also deformed. The bottom jaw was bent and the top jaw was slightly bent. The clips were also out of position and stacking on one another in the channel. The sample was returned with 6 clips remaining including the partially loaded clip, indicating that 9 clips were fired by the end user. The observed damages to the device prevented the clips from loading properly. It is unlikely that a clip stacking issue could cause the damages. If a clip misloads and is not manually cleared prior to loading another clip, the clips can be held up in the loading sequence and stack on one another in the channel. Therefore, based upon the damages observed, unintentional user error caused or contributed to this event. Reference file anp1900073057 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "misfire" was confirmed based upon the sample received. One sample was returned with the rotation tab bent. A clip was partially loaded incorrectly and was stuck in the bent rotation tab. The tube was bent at the tube slots towards the distal end of the device. Upon functional inspection, the clips became stuck in the bent rotation tab. The sample was disassembled to inspect the internal components. The channel was found bent in the same way and location as the outer tube. The tip of the jaw spring was bent. The channel pivot holes were also deformed. The bottom jaw was bent and the top jaw was slightly bent. The clips were also out of position and stacking on one another in the channel. The sample was returned with 6 clips remaining including the partially loaded clip, indicating that 9 clips were fired by the end user. The observed damages to the device prevented the clips from loading properly. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1900524 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that it would not fire properly, or clips came out closed and would not open.